Manufacturer narrative:
Initial.

Event description:
It was reported that a new user experienced an infusion set that failed to deploy and remained on the skin surface during a supply change, after which the user performed a site change only and successfully attached the tubing, filled the cannula, and resumed insulin delivery. Symptoms included no reported adverse clinical effects. Outcomes included continuation of insulin therapy without interruption after troubleshooting and education were provided. Investigation included remote troubleshooting and user guidance on proper infusion set deployment and site change steps. Investigation of this case revealed that the infusion set did not deploy as intended, consistent with an infusion set deployment or connector attachment issue. It was concluded, based on previously established findings for similar reports, that user technique was the most probable cause.